Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 100mmh2o. The valve was hydrated for about 48 hours. The valve was visually inspected: no defects were noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed. The valve passed the test. The catheter was irrigated, no occlusion was noted. The siphon guard was tested. The siphon guard passed the test. The valve was reflux tested. The valve passed the test. The valve was leak tested, the valve passed the test. The valve was pressure tested at 100mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code ns9008, with lot ctbct4, conformed to the specifications when released to stock in 3rd march 2015. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date; (B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The device was implanted via l-p shunt to a (B)(6)-year-old female. Doi and the initial pressure setting are unknown. Although the patient's condition was good after implantation, the patient returned to hospital due to hydrocephalous symptom, and it got worse at the end of (B)(6) 2016. The surgeon tried to change the setting under fluoroscopy, but it could not be changed. In early (B)(6), the surgeon tried to change the setting, but it could not be changed, again. Since the dysfunction of the device was suspected, it was removed on (B)(6) 2016. The patient is currently being monitored.